Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 5fr 10cm glidesheath slender with a 5x150mm lutonix balloon was returned for product evaluation. No other components were received for product evaluation. Visual inspection revealed that the sheath was folded in reverse and exited through the valve in the opposite direction. The inner diameter of the tip of the sheath was measured to be 1.80 mm which was within the manufacturer specification. Based on the returned device, the complaint can be confirmed for the sheath/catheter mechanical separation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Weight: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was deconstruction of sheath upon removal of lutonix balloon from dorsalis pedis (dp) access. The doctor had dp access of the foot with a 5fr glidesheath slender sheath. The physician was intervening the superficial femoral artery (sfa) using balloons, and csi devices from his access in the foot. All devices used were 5fr devices, and upon removal of a 5x150 lutonix balloon, the entire inner sheath came out of patient. Leaving just the hub of the sheath secured with a tegaderm to the patient. The doctor had wire access and placed a 2nd slender sheath without issue and completed the case. No reported consequence to the patient. The patient was in stable condition. There was no patient injury/medical or surgical intervention required. The procedure outcome was a success. Additional information was received on 30sept2020. The csi device was a diamond back 360 1.5 solid crown. Lutonix balloon 5 x 150 that was used was a .035". The interventions that were performed on the superficial femoral artery (sfa) lesion were 1 atherectomy, 2 drug coated balloons (dcb), and 1 percutaneous transluminal angioplasty (pta). A hemostatic adaptor was not attached to the lutonix catheter shaft. However, it had a stopcock that was attached to the endoflator. The balloon was allowed to deflate completely before attempting to pull the balloon back through the sheath, they watched it under fluoro to ensure deflation before removing. It is unknown if the lutonix balloon catheter shaft kinked or bent prior to removing. The balloon was allowed to deflate before removing for approximately 5-10 seconds as it was watched under fluoro to ensure deflation before removing. The sheath shaft separated completely from the hub, and got pulled back through the valve, when removing the lutonix balloon. The other drug coated balloon (dcb) was snug as well. The dorsalis pedis (dp) artery was not heavily calcified or diseased. There was no damage noted on the sheath prior to insertion and there were no difficulties inserting the sheath.